Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that around 8:40 this morning, the infusion port needle implantation procedure was performed. During the first blood return after implantation, bubbles were drawn back. The doctor was immediately notified, and a doctor from the general surgery department was contacted to examine it. Upon a second blood return, bubbles were still present. For safety, a new disposable implanted drug delivery device retention needle was immediately replaced. After re-implantation, the blood return was good, and the flush and sealing tube was unobstructed.